Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain :back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti (urinary tract infection)"), alopecia ("hair loss"), fatigue ("fatigue") and neuromyopathy ("neurological condition/problem: unspecified") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, urinary tract infection, weight increased, alopecia, fatigue and neuromyopathy outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, neuromyopathy, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she had received treatment for all aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ pain: pelvic/ abdominal, dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), uti (urinary tract infection), weight gain, hair loss, fatigue, neurological condit/problem: unspecified¿. Reporter, demographics; lab data, essure indication (amended), essure insertion (updated)/removal date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.